Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulator was not doing anything for them and they were in a lot of pain. Patient also mentioned their implant was draining all the time which also started a couple days ago. Patient charged the implant and the implant battery was red. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.